Event description:
It was reported to medtronic neurosurgery that the patient had dementia and incontinence; examination revealed hydrocephalus. According to the report, the patient underwent a surgery on (B)(6) 2013. The report stated that the patient was well after the surgery. Reportedly, the patient went home on (B)(6) 2013. According to the report, two weeks later, the symptoms appeared again with lethargy, and the patient was completely bedridden. The report stated that, three weeks later, the patient got a fever, abdominal distension, and abdominal pain. Reportedly, the patient went to the hospital on (B)(6) 2013 and CT scan showed that the hydrocephalus was more serious than the first surgery. According to the report, the patient was under conservative treatment for one week; however, the symptoms did not improve. The report stated that the patient underwent a second surgery to check if there was cerebrospinal fluid effusion. Reportedly, the device was not explanted as it could not be determined as being occluded. According to the report, the patient is still in hospital for treatment.

Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies.